Event description:
A malfunction was reported on the pump, possibly due to it getting wet. The customer's blood glucose level did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as backup therapy and a replacement pump with updated software was sent by technical support. The customer was provided with storage mode instructions and instructed to return the malfunctioning pump to tandem using a pre-paid label.